Event description:
It was reported that this left ventricular (lv) lead had caused an occasional diaphragmatic stimulation to the patient. The field representative had attempted to program around the stimulated and completed the vector testing and programming. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).